Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Leak testing was also performed and no leakage was found. A device history record review was performed and there were no issues found that could relate to the reported complaint. In the current manufacturing procedure, 100% leak testing and visual inspection after the assembly process is conducted. Thus, any defects would be detected prior to release from the manufacturing facility. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer states that vent check failed 3 times - each time with a new filter from lot #201950. He pulled a new filter from a different lot and vent check immediately passed. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that vent check failed 3 times - each time with a new filter from lot #201950. He pulled a new filter from a different lot and vent check immediately passed. No patient involvement reported.